Event description:
The customer reported via phone call that they had a button error alarm. Customer also reported a black circle was present on the insulin pump's screen. Customer stated they could not erase the button error alarm. Customer's blood glucose was 177 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer stated the alarm could not be resolved by letting the insulin pump rest without a battery. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
No unexpected button error alarms noted. Intermittent button response on the escape button due to corroded keypad traces noted. Minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.